Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via phone that an ar-2324bcc biocomp swivel lock's screw was not advancing when prompted. New device opened and case completed with no patient effect.